Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident remains unconfirmed.

Event description:
It was reported that the system was explanted due to infection. Further information was requested but not received.